Event description:
It was reported the devices were used during an unknown procedure. It was reported by the affiliate that the safety shield could not be set for the 411sd. It was also reported by the affiliate that the 355ld was missing the stopcock. There was no patient consequence.